Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote follow-up. Review of the transmission revealed that the patient's pacemaker exhibited an intermittent capture issue. The physician elected to perform no changes or intervention. There were no patient consequences.